Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported hf sensor exhibited inaccurate measurements which were not correlating with the clinical symptoms. As a result, the sensor was calibrated on (B)(6) 2018 via right heart catheterization by 24.8 mg. The patient and sensor was considered stable following a procedure.